Event description:
It was reported that an infection occurred. It was also reported that the right ventricular (rv) lead was fractured. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, implanted: (B)(6) 2008; d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).